Event description:
My 15-year-old son went to (B)(6) for a standard cleaning with dr (B)(6). 3 m espe varnish 5% sodium fluoride white varnish was used in his treatment. My son needed to be hospitalized for anaphylaxis. My son has many food allergies including tree nuts, nuts, sesame, sunflower seeds, shrimp, kiwi. He needed epi along with other lifesaving medications and needed to be monitored in the ER for several hours. He was terrified and so was I. With some research, it seems 3m uses a pine sap in their product. Does 3 m have an allergy label on their product? Should our dentist have known or did 3 m fail to notify that this has an allergy component in their product that should be discussed before customer use? How can we keep this from happening to another unknown person. My son could have died. This was a fluoride treatment at the dentist office.